Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged and reservoir lip was cracked and chipped. The customer also reported that the reservoir was not able to lock in the place when inserted in the insulin pump. The customer's blood glucose level was unknown. The battery compartment was broken and battery cap was barely holding on. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with minor scratched lcd window, broken battery tube threads, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.